Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system on (B)(6) 2010. It has been reported the pt is unable to increase stimulation on her current programs. The pt also reported experiencing pain and spasm is the upper back. The pt is working with her physician to determine the next course of action.